Manufacturer narrative:
This follow-up MDR will be the only report submitted. The initial reporter listed a johnson & johnson representative. This follow-up MDR is being submitted to clarify that the johnson & johnson representative was reported as we do not have the information for the initial reporter.

Manufacturer narrative:
UDI: unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Conclusion: the enterprise was not returned for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event since there was failure with other thrombectomy devices. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ hemorrhage and stroke are known potential complications associated with the revive se and the enterprise stent. The root cause of the event could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhagic transformation. The patient had a history of cerebral infarction. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2017-00076 and 2954740-2017-00178.

Event description:
As reported via the (B)(6) study, patient (B)(6) experienced a hemorrhagic stroke after use of the revive se and implantation of the enterprise (catalog/lot unk) stent. The patient presented with acute stage cerebral infarction with internal carotid artery system/left middle cerebral artery (m1) occlusion. Before the procedure, aspects-dwi was 8 points, nihss was 27 points and tici was: 0 points. There was almost no tortuosity at the occluded site and there was no stenosis at the proximal portion from the occlusion. The vessel diameter at proximal portion: 2.5 mm, distal portion: 2.3 mm and the length was 12.5 mm. Tpa was not administered. A guiding catheter (9fr optimo, tokai medical product) and a microcatheter (marksman, covidien medical) were also used for this procedure. The revive se (frs21452299 / t10097) was deployed once at the lesion and obtained tici 0. The device did not malfunction in any way. Another thrombectomy device was deployed once and obtained tcic 0. A balloon was deployed 3 times by percutaneous transluminal angioplasty and obtained tcic 0, followed by the stenting with the enterprise stent, which obtained tcic 3 points. The procedure was completed. Immediately after the procedure, nihss was 17 points. One week later, mrs was 3 points, nihss was 6 points and aspects-CT was 8 points. Approximately one year after the procedure, the patient experienced symptomatic intracranial hemorrhage at the occluded blood vessel area with the symptom of language disorder. Five months later, mild sensory aphasia was observed as a sequela.